Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cuff was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. The visual inspection revealed that the balloon was identified to be non-spherical. The balloon failed the functional testing with output pressure below specification. The cuff was visually inspected, and leak tested. The visual inspection revealed that the cuff was identified to have folds, and also to be scaled. Leakage test revealed that the cuff had fluid loss due to a tear from wear at fold by the lateral edge of the cuff shell towards the cuff tab. Based on the information available and analysis results, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cuff was removed and replaced. There were no patient complications.